Event description:
The customer obtained non- reproducible, unexpected, vitros amon quality control results using a vitros 250 chemistry system. The following results were obtained: qc fluid biorad level 2 = 124, 100, 99, 96, 132 vs. An expected result = 79.0 mol/l; qc fluid biorad level 3 = 290 vs. An expected result = 238.0 mol/l; biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report that patient samples were processed during the time frame of the event. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, unexpected, vitros amon quality control results were obtained from a non-vitros quality control fluid on a vitros 250 chemistry system. An ocd biomed performed routine maintenance procedures on the microslide incubator subsystem of the analyzer. Following these service actions, acceptable vitros amon performance was observed. The root cause of the event is most likely analyzer related due to incubator contamination. There was no evidence that a reagent related issue contributed to the event.